Event description:
It was reported that customer experienced repeated occlusion alarms, which led to a high blood glucose event with glucose reported as ¿high¿. Customer addressed high blood glucose by changing infusion set and cartridge, then resumed insulin; technical support advised customer to contact support during active occlusion issues, recommended consultation with healthcare provider to discuss factors affecting blood glucose.